Manufacturer narrative:
Final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
It was reported that the merlin.net transmitter was unable to be powered on. A damage to fuses in power adapter was noted. Multiple attempts to disconnect and reconnect with a power outlet were attempted however it was unsuccessful.